Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A visual and microscopic examination found that the stent struts on the most distal row were distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found several pronounced kinks at the proximal end of the hypotube in addition to other slighter kinks at various positions along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2015. It was reported that shaft kink occurred. The 85% stenosed, 24x3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00x24mm promus element drug eluting stent was advanced to treat the lesion. However, the catheter shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.